Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon partially inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -13.00 diopter, within the same surgery due to the lens was not unfolding properly and felt stuck in the cartridge. The lens was replaced within the same surgery with another same model/length lens and the problem was resolved.